Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 464 mg/dl. The customer was experiencing unexplained high glucose for the past two months. The events leading to his admission was vomiting. Troubleshooting was performed. The customer's recent glucose reading was 341 mg/dl, and he has treated with manual daily injections. The customer stated that the insulin pump alarmed motor error. The customer stated having also multiple bent cannulas, which caused his high blood glucose and lead to his hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.